Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and airlock drew air during aspiration. It was reported the airlock drew air during aspiration. This caused the patient to have an air embolism in the right atrium. After the air embolism was gone, the procedure was completed with a new airlock. The patient is fine, there are no further consequences. Additional information received indicated the whole sheath was exchanged to complete the procedure. There was no patient consequence, as such, no medical intervention was required and the patient has not exhibited any neurological symptoms. The "air embolism" is considered to be transient in nature as no medical interventions were required and no extended hospitalization was reported. As such, this is not being considered to be a patient adverse event.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: field h6. Medical device problem code of ¿appropriate term/code not available (a27)¿ is representative of ¿patient event - non serious¿ e1. Initial reporter phone: (B)(6) if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and airlock drew air during aspiration. It was reported the airlock drew air during aspiration. This caused the patient to have an air embolism in the right atrium. After the air embolism was gone, the procedure was completed with a new airlock. The patient is fine, there are no further consequences. Device evaluation details: the device was returned to biosense webster for evaluation and the evaluation has been completed. Visual inspection, back pressure test, and microscopic examination of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed that no damage was observed. Microscopic examination of the hemostatic valve surface does not show stress marks on the outer diameter. A back pressure test was performed, and no issues were observed. A device history record was performed, and no internal action related to the reported complaint were identified. No water/air leakage was observed during the test, therefore; the complaint was not duplicated, and it could not be confirmed. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use (IFU) contain the following warning: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The manufactured date has been provided. Therefore, field h4. Device manufacture date have been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) on 5-dec-2023, the h6. Health effect - clinical code was corrected from air embolism (e050301) to embolism/embolus (e0503).

Manufacturer narrative:
On 10-jan-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).